Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the patient's implantable neurostimulator (ins) put "noise" on both leads of the pacemaker. It did not interfere with the pacing because the patient was "not dependent." The hcp was unsure if recommended programming considerations had been followed for either device. The issue had occurred since implant of the pacemaker on (B)(6) 2015. There were no associated symptoms reported. The patient's indication for use was parkinson's dual. No interventions or actions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.